Event description:
Customer reported an issue with the anestars anesthesia delivery system, which may have affected gas monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and readjusted the o2 cylinder pressure and tank regulator.